Event description:
Customer runs all advia centaur cp troponin ultra pt samples in duplicate. A positive and a negative troponin ultra result was obtained on a pt sample. When the pt sample was retested, the troponin ultra results were negative. The result was not reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further eval of the device is required.